Event description:
During a right and left ventricular outflow tract ablation procedure, a cardiac perforation occurred. Mapping of both outflow tracts were completed but it was decided to micro-map the area of interest on the right side, which was located in a posteroseptal accessory pathway. Ablation was being performed with a positive reaction when the power was increased from 40 watts to 50 watts as the ectopy was suspected to be deep-lying. During the last ablation, there was an audible pop so ablation was stopped. The patient began to decompensate and an echocardiogram and x-ray confirmed a 3 centimeter cardiac perforation. Chest compressions were performed while a drain was inserted. The patient stabilized and was eventually discharged home. There were no performance issues with any abbott devices.

Manufacturer narrative:
An event of a steam pop and cardiac perforation was reported. The device met specifications for optical signal properties. Electrode 1, both thermocouples, and the magnetic sensor met specifications during electrical testing. The catheter also met requirements during irrigation flow testing. The ensite case study, in addition to the event description, indicated the rf power was set at a maximum of 50w. The IFU warns rf power in excess of 30w is associated with a higher likelihood of audible steam pop occurrence. Force measurements were also recorded during ablation that exceeded the recommended values in the instructions for use (IFU). Due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.